Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.correction was made to indicate reportable on analysis from 10-oct-2018 to 11-oct-2018.

Event description:
Reportable based on device analysis completed on 11-oct-2018. It was reported that the guidezilla failed to advance in a guide catheter. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla ii failed to advance to the 6f non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation at the collar with the shaft material pulling away from the collar. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter and the related convey guide catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (misshapen), a kink in the hypotube located at the strain relief and 27cm (from the strain relief), shaft damage (abrasion) 4mm in length and a partial separation at the collar with the shaft material pulling away from the collar. The outer diameter (od) of the tip and distal shaft was measured with a calibrated micrometer. The damaged tip measured .067" and did meet specification, the damaged portion of the shaft measured .067" and the undamaged shaft was .066", both meeting specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the device consisted of loading the tip of the complaint device into the hub of the convey (related guide catheter), and advancing through the guide catheter. The guidezilla advanced smoothly and without issue through the convey, and exited out of the tip.

Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that the guidezilla failed to advance in a guide catheter. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla ii failed to advance to the 6f non bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial separation at the collar with the shaft material pulling away from the collar. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter and the related convey guide catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (misshapen), a kink in the hypotube located at the strain relief and 27cm (from the strain relief), shaft damage (abrasion) 4mm in length and a partial separation at the collar with the shaft material pulling away from the collar. The outer diameter (od) of the tip and distal shaft was measured with a calibrated micrometer. The damaged tip measured .067" and did meet specification, the damaged portion of the shaft measured .067" and the undamaged shaft was .066", both meeting specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the device consisted of loading the tip of the complaint device into the hub of the convey (related guide catheter), and advancing through the guide catheter. The guidezilla advanced smoothly and without issue through the convey, and exited out of the tip.